Manufacturer narrative:
This report is submitted on august 14, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, patient experienced an infection, resulting in decision to explant the device on (B)(6) 2017.

Manufacturer narrative:
Per the patient's surgeon, additional to the patient experiencing an infection, the patient also experienced extrusion of the device.